Event description:
It was reported that the patient was asymptomatic. It was noted that far r wave oversensing and auto mode switching (ams) was observed on the implantable cardioverter defibrillator (ICD). The programming changes were made. The patient was doing well following re-programming.

Manufacturer narrative:
Correction: section h6 - the code "pacing problem" should have been selected to represent the auto mode switching (ams) observed.